Event description:
(B)(4) study. A patient (B)(6), was enrolled in the (B)(4) study for stress urinary incontinence. The pt was injected with 1.6 ml coaptite on (B)(6) 2009. The pt notes indicate that she was unable to void after the coaptite treatment. A foley #14f catheter was placed and removed the following day ((B)(6) 2009) since she was then able to void without problem. During the one month follow-up ((B)(6) 2009), the physician detected several issues: tissue erosion, urge incontinence, urinary tract infection, mild inflammation of the bladder and trigonitis. Dr. (B)(6) does not feel the trigonitis, bladder inflammation, uti and urge incontinence were related to the coaptite implant. He noticed tissue erosion and mucosal disruption, with loss of coaptite via cystoscopy; no further treatment was indicated. The pt demonstrated large loss of detrusor contraction and urge incontinence; dr. (B)(6) recommended interstim therapy. A urinalysis on (B)(6) 2009 revealed the same lacto bacillus present, but no treatment was indicated at this time. The pt had a mild inflammation of the bladder and trigonitis (detected via cytoscopy); neither was treated.

Manufacturer narrative:
(B)(4). This event was reported in the line listing of the (B)(4) study status report for (B)(4), submitted to the FDA on 09/30/2010. Since the adverse event required catheterization to correct urinary retention, this event was determined to be a reportable event. The adverse events reported during the one month follow-up had not been indicated by the physician, as required additional treatments. The device history records for coaptite lots 1011520 were reviewed; all required testing specifications had been met prior to release, and there were no abnormalities noted.